Event description:
It was reported that the subject device was display black side, resulting in an incomplete or partial screen image. Initially, the image appeared off-centered to the right, requiring image adjustment. The issue occurred during an esophagogastroduodenoscopy (egd) diagnostic procedure while the device was inside the patient under sedation. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6 the device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the reported malfunction could not be established. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, by guiding the caller through updating the settings on the cv-190, and the best available image was selected at that moment using the olympus device. Additional adjustments on the monitor were reviewed. The image was considered acceptable and adjusted to the best of the technician ability. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.